Manufacturer narrative:
H.6. Investigation summary: customer returned photos of a shelf carton and poly bag of 1/2cc syringes from lot # 9176537. Customer states that there is missing batch and expiration information on the outer carton. The photos were examined and exhibited missing lot number, expiration date, and manufacturing date information on the shelf carton. A review of the device history record was completed for batch# 9176537. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200835527] noted for missing lot coding on cartons. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 03jan2020, holdrege received a complaint, via pictures, from material 324825, batch 9176537. Visual inspection of the picture showed a carton with the lot coding missing. Process summary: the autopackout system receives polybags of syringes and loads the appropriate number into cartons that have been erected. The machine laser codes up to three lines on the cartons. The cartons are then closed and placed on the outfeed conveyor to be loaded into the cases. Quality notification 200835527 was created during the production of this batch for missing lot code on cartons. The root cause of the missing coding was a polybag in front of the laser. The issue was resolved by removing the bag from in front of the laser. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that before use, the outer carton of the bd micro-fine¿ + insulin syringe with needle was observed to be missing the batch and expiration information on it. The following information was provided by the initial reporter: "hospital has received bd micro-fine 0.5 ml insulin syringes (0.30mm x 8mm, ref 324825) with missing batch and expiration information on the outer carton. Details of the batch and the shelf life can be found in the inner bags that contain the syringes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the outer carton of the bd micro-fine¿ + insulin syringe with needle was observed to be missing the batch and expiration information on it. The following information was provided by the initial reporter: "hospital has received bd micro-fine 0.5 ml insulin syringes (0.30mm x 8mm, ref 324825) with missing batch and expiration information on the outer carton. Details of the batch and the shelf life can be found in the inner bags that contain the syringes."